Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One uni-directional, curve f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported no contact force issue was confirmed. When the catheter was connected to the tactisys quartz unit, optical fiber 1 no longer met specifications for optical properties and no contact force was displayed. Further investigation revealed optical fiber 1 was fractured within the distal shaft, consistent with the detected optical signal issue and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured optical fiber remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
At the end of an atrial fibrillation procedure, a pericardial effusion occurred requiring a pericardiocentesis and protamine administration to stabilize the patient. Pulmonary vein ablation and cti was performed. A transesophageal echo was performed for transseptal puncture and ablation of 4 pulmonary veins was performed. At the end, when checking isolation of the veins with the mapping catheter, the contact force value of the ablation catheter was not available. An error message from the tactics on the ensite x indicated « no contact force signal or out of range. Check catheter optical connection. Contact abbott technical service ». The tactisys was turned off and the ablation catheter was disconnected. The tactisys was then turned on and the ablation catheter was reconnected which did not resolve the issue. The contact force value was indicated when the catheter was not deflected. Ablation was done without contact force in the right pulmonary veins. At the end of the procedure, the patient became hypotensive and an echocardiogram confirmed a pericardial effusion. A pericardiocentesis and protamine were administered which stabilized the patient. The patient left the operating room and remained stable. It is unknown how or when the pericardial effusion occurred.